Manufacturer narrative:
Though anticipated, the suspect device has not yet been returned for evaluation. Nevertheless, the complaint was able to be confirmed through preliminary evaluation of the images provided showing a cut or slit in the intraclude balloon. Per feedback from the surgeon, they do not allocate the balloon puncture as the device fault, but rather physical puncture by the suture needle while suturing the annuloplasty ring. The investigation is ongoing. A supplemental report will be submitted accordingly once the investigation into the event has been completed or significant information has been received. Enablecv, llc will continue to review and monitor all reported events. Trends are monitored on a regular basis and, if action is required, appropriate investigation will be performed.

Event description:
Ecv received a report of an icf100 balloon puncture noted during a minimally invasive mitral valve repair. The icf100 was placed per IFU. Balloon pressure until the balloon puncture ranging 400 - 420 mmhg. At the point of near completing placement of sutures for annuloplasty ring, as the needle entered tissue, noted aortic wall flutter on the 3d monitor followed by significant balloon pressure drop. The surgeon was notified, the surgical field flooded with blood, and electrical activity was present within 1 minute, perfusion flow reduced per the operating surgeon's request. The surgeon decided to continue to complete the procedure under fibrillating heart conditions as they were near the end of the procedure - no major consequences as a result of the event. There was no significant delay to the procedure and procedure was deemed successful. No adverse impact to patient noted. Device was removed at the end of the procedure with clearly visible cut along the balloon and did not appear to be missing any pieces. The device was noted to be available for return. Reportedly, the patient is recovering well.